Event description:
Pt with history of refractory epilepsy and status post left vagus nerve stimulator placement 1 yr 7 months prior, who was discovered with malfunctioning internal pulse generator (pt having seizures). Pt was taken to or and old internal pulse generator was explanted and new internal pulse generator was placed.